Event description:
A malfunction was reported with the pump, occurring multiple times with the same issue, malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.